Event description:
The customer reported that on (B)(6) 2014 the physician noted that the patient had a skin burn at the site of the grounding pad placement during an rf ablation procedure in (B)(6) 2014. No med intervention was administered and the patient was stable. No additional info is available.

Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.